Event description:
It was reported that during a mobile cadaver lab, the universal oscillating saw attachment was being used to prep a cadaver. The cadaver had hard cortical bone, which broke the attachment. The teeth on attachment sheared off while cutting through the bone. Add'l clinical f/u with the customer indicated that the hub pins/pegs that maintain placement of the blade on the oscillating saw attachment were found to have broken. There was no issue with the teeth on the sawblade itself. The event occurred during non-patient training.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. Eval of the device observed that six of the eight pins were no longer attached to the mounted drive shaft. The cause of the reported issue is unk.